Event description:
It was reported that the device was explanted after an implant duration of less than one day. The date of pt's death is 2008. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.